Event description:
It was reported that the catheter appeared to be bent near the right atrium during insertion to the pulmonary artery (pa) due to the patient's primary disease of right atrial hypertrophy. The balloon did not deflate. The customer decided to pull the catheter. The catheter bend was released and the balloon deflated eventually. It is unknown if the inflation syringe was removed from the gate valve in order to deflate the balloon. Additional incision was not required. There were no patient complications reported.

Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe was returned for evaluation. A non-edwards contamination shield was also returned. The contamination shield was not fixed to the catheter and was able to be moved. The balloon inflated but failed to maintain its inflation due to a pinhole observed at the central area of the balloon latex. No visible kink was found on the catheter body. All through lumens were patent without any leakage or occlusion. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. Balloon inflation test was performed using returned syringe with 1.5 cc air by holding the balloon under water. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint of balloon deflation difficulty could not be confirmed during the analysis due to leakage from the balloon. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.